Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test: no". The patient's medical history included pain in thigh, nonspecific abnormal papanicolaou smear of cervix, nephritis, syncope, circulatory collapse, gravida, colposcopy, loop electrosurgical excision procedure, umbilical hernia repair (age 5+), dysfunctional uterine bleeding and uterine bleeding. Son hysterogram: anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. 2. The endometrium is ill-defined, measuring 3.7 mm. 3. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. 4. Normal appearing ovaries bilaterally. 5. Bilateral essure devices seen in expected location within bilateral myometrial cornua. Previously administered products included for control bleeding: oral contraception nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 and medroxyprogesterone acetate since 2018 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain/lower part of stomach"), fatigue ("fatigue,") and pain in extremity ("upper part of leg pain / thigh pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (partial hysterectomy, bilateral hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and pain in extremity had resolved and the genital haemorrhage, weight decreased, vaginal haemorrhage, menorrhagia, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 3 essure rings seen protruding from ostia into uterine cavity on left. 2 essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: impression: 1. Anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. 2. The endometrium is ill-defined, measuring 3.7 mm. 3. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. 4. Normal appearing ovaries bilaterally. 5. Bilateral essure devices seen in expected location within bilateral myometrial cornua.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general),') in a 33-year-old female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in thigh, nonspecific abnormal papanicolaou smear of cervix, nephritis, syncope, circulatory collapse, gravida, colposcopy, loop electrosurgical excision procedure, umbilical hernia repair (age 5+), dysfunctional uterine bleeding and uterine bleeding. Son hysterogram: anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. 2. The endometrium is ill-defined, measuring 3.7 mm. 3. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. 4. Normal appearing ovaries bilaterally. 5. Bilateral essure devices seen in expected location within bilateral myometrial cornua. Previously administered products included for control bleeding: oral contraception nos. Concomitant products included medroxyprogesterone acetate (depo provera) from 2009 to 2018 and medroxyprogesterone acetate from (B)(6) 2018 for genital bleeding as well as ethinylestradiol from (B)(6) 2017 to (B)(6) 2018, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, fluticasone from (B)(6) 2011 to (B)(6) 2017, levonorgestrel from (B)(6) 2017 to (B)(6) 2018 and loratadine from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"), 2438 days before insertion of essure. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In 2016, the patient experienced fatigue ("fatigue,"), pain in extremity ("upper part of leg pain / thigh pain/ legs pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain/lower part of stomach"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), urinary tract disorder ("urinary problems"), anaemia ("anemia"), thyroid disorder ("thyroid") and metabolic disorder ("metabolic problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, metrorrhagia and abdominal pain had resolved and the weight decreased, migraine, headache, fatigue, bladder disorder, cystitis, vaginal infection, vaginal discharge, hormone level abnormal, nausea, urinary tract disorder, anaemia, thyroid disorder and metabolic disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metabolic disorder, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, thyroid disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: 3 essure rings seen protruding from ostia into uterine cavity on left. 2 essure rings seen protruding from ostia into uterine cavity on right. Discrepancy noted in insertion date - (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on an unknown date: impression: anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. The endometrium is ill-defined, measuring 3.7 mm. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. Normal appearing ovaries bilaterally. Bilateral essure devices seen in expected location within bilateral myometrial cornua. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. New events abdominal pain, anemia, thyroid, metabolic problems were added. Lab data updated, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in thigh, nonspecific abnormal papanicolaou smear of cervix, nephritis, syncope, circulatory collapse, gravida, colposcopy, loop electrosurgical excision procedure, umbilical hernia repair (age 5+), dysfunctional uterine bleeding and uterine bleeding. Son hysterogram: anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. 2. The endometrium is ill-defined, measuring 3.7 mm. 3. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. 4. Normal appearing ovaries bilaterally. 5. Bilateral essure devices seen in expected location within bilateral myometrial cornua. Previously administered products included for control bleeding: oral contraception nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 and medroxyprogesterone acetate since 2018 for genital bleeding. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain/lower part of stomach"), fatigue ("fatigue,"), pain in extremity ("upper part of leg pain / thigh pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial hysterectomy, bilateral hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain and metrorrhagia had resolved and the weight decreased, migraine, headache, fatigue, bladder disorder, cystitis, vaginal infection, vaginal discharge, hormone level abnormal, nausea and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: 3 essure rings seen protruding from ostia into uterine cavity on left. 2 essure rings seen protruding from ostia into uterine cavity on right. Discrepancy noted in insertion date - (B)(6)2019 to (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: essure confirmation test(s) (unspecified) bilateral occlusion.. Ultrasound scan - on an unknown date: impression: 1. Anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. 2. The endometrium is ill-defined, measuring 3.7 mm. 3. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. 4. Normal appearing ovaries bilaterally. 5. Bilateral essure devices seen in expected location within bilateral myometrial cornua.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-new events dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), apareunia, back pain, metrorrhagia (bleeding b/w periods), bladder problem, bladder infection, vaginal infection, vaginal discharge, hormonal changes and nausea were added. Event, undergo an essure confirmation test: no has been deleted. Patient demography added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test: no". The patient's medical history included pain in thigh, nonspecific abnormal papanicolaou smear of cervix, nephritis, syncope, circulatory collapse, vaginal delivery, colposcopy, loop electrosurgical excision procedure, umbilical hernia repair (age 5+), dysfunctional uterine bleeding and uterine bleeding. Son hysterogram: anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. The endometrium is ill-defined, measuring 3.7 mm. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. Normal appearing ovaries bilaterally. Bilateral essure devices seen in expected location within bilateral myometrial cornua. Previously administered products included for control bleeding: oral contraception nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 and medroxyprogesterone acetate since 2018 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain/lower part of stomach"), fatigue ("fatigue,") and pain in extremity ("upper part of leg pain / thigh pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (partial hysterectomy, bilateral hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and pain in extremity had resolved and the genital haemorrhage, weight decreased, vaginal haemorrhage, menorrhagia, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 3 essure rings seen protruding from ostia into uterine cavity on left. 2 essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: impression: anteverted uterus measuring 82 x 56 x 50 mm with diffuse myometrial heterogeneity and no focal lesion, suggestive of possible adenomyosis. The endometrium is ill-defined, measuring 3.7 mm. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. Normal appearing ovaries bilaterally. Bilateral essure devices seen in expected location within bilateral myometrial cornua. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: essure insertion date was updated from 2010 to (B)(6) 2012. Events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, fatigue, pain, weight gain / loss specify which one: weight loss were added. Medical history, lot number, treatment, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.